Manufacturer narrative:
(B)(4). Date sent: 6/20/2016. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if, after the firing, staples were seen on the tissue but were unformed? No. It was reported that no staples were seen in the surgical field. The surgeon suspected that there was no staple in the cartridge from the beginning and thought this might be a quality issue. What was the product code of the stapler used with the ecr60w (plee60a, pse60a, ec60a, etc.)? Ec60.

Event description:
It was reported that during a laparoscopic right colectomy procedure, there was no staple in the cartridge. The device cut but no staple was deployed on the tissue. Suture was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5469y. The analysis results showed that one gst60w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.